Manufacturer narrative:
The device was not returned to olympus for inspection. The additional malfunction were identified based on the information from customer and inspection results by field service. A root cause could not be identified. Based on the results of the investigation, it is likely the interference in image was caused due to electronic component failure of socket. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center exhibited interference in image. There was no patient involvement.